Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display. P-cap locked in place properly during testing. Unable to download using thump software due to blank display. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor assembly causing electrical short not allowing unit to turn on or access to download. Unit also receive with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, label damage (stained), cracked case and scratched case. In conclusion, unit came in with blank display due to corroded electronic assemblies. Cosmetic damage was confirmed on the battery compartment when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was damaged nad fluid inside the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the insulin pump was replaced. No harm requiring medical intervention was reported.mmt-1884l was returned for analysis.